Manufacturer narrative:
Fifteen sealed blisters were returned. The parameters of ten lenses were measured and a visual inspection was performed. The lenses met company standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Based on all available information, no causal factors can be determined and no conclusion can be drawn. Additional information will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Event description:
The eye care professional (ecp) office reported that the patient presented on (B)(6) 2013, with corneal infiltrates in the right eye and was treated with zylet, 1 drop q2h. Patient returned for follow-up on (B)(6) 2013 and was scheduled to return on (B)(6) 2013. The ecp considered the treatment as aggressive and declined to give additional information. Information received from complainant was limited and suggested potential serious injury. Therefore, the event is being reported as worst case.